Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 38mg/dl. The customer was treated for the low blood glucose with granola bar and a glass of milk. Customer¿s blood glucose level was 75mg/dl at the time of the call. The customer declined troubleshooting for low blood glucose. The customer stated the insulin pump was damaged. Customer stated the display screen had a crack. The customer was advised a replacement will be sent and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.